Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure the patient experienced a stroke. Following a procedure where a farawave 31 mm catheter was selected for use. The patient experienced a stroke. A magnetic resonance imaging examine and prolonged hospitalization was required. The device is not expected to be returned, it was disposed.